Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior. The impact on the customer¿s blood glucose level was unknown. The malfunction code was reset, and the issue did not recur after resetting. The customer was advised to continue using the pump and to call back if any malfunction code reappears.